Manufacturer narrative:
(B)(6). A follow up report will be submitted once the investigation is complete.

Event description:
The customer called into philips to report that they cannot examine. There was no reported patient involvement/adverse patient impact.